Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: what was done to address the tear in the vein? The surgeon applied another clip was there a clip present in the jaw when attempting to fire the device? Unknown, as far as they know the previous clips fired appropriately. Was it the clip that tore the vessel or was it the jaw? There was no clip present at the firing so it must have been the jaws, but it immediately fired correctly when he tried to clip again. What vessel tore? Was it the arterial side or venous side? Believed to be arterial, but not 100% certain.

Manufacturer narrative:
(B)(4). The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Maude report #: mw5068164. Additional information was requested and the following was obtained: did the clip tear the vein? Yes or did the jaws of the device tear the vein? Misfired, no clip. Also on the medwatch form it stated that "treatment for arteriovenous fistula without flow occluded. Did this occur due to the malfunction of the device? Yes or was this procedure performed because of this issue? No

Event description:
It was reported that during an unknown procedure. When clipping vessel in the right arm, clip applier misfired resulting in a tear in the vein. It is not known how the procedure was completed. There were no adverse patient consequences reported.

Manufacturer narrative:
(B)(4). The analysis results found that the msm20 device was returned with a clip in the jaws. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled and it fed and formed the remaining 12 clips as intended. As the device was found to be fully functional, it could not be determined what may have caused the reported incident. No conclusion could be reached as to what may have caused the reported incident. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.